Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that there was a motor stall that occurred on 2013 (B)(6). There was no motor stall recovery noted. It was stated that on 2013 (B)(6) ¿stopped pump period may exceed tube set.¿ patient had not had any MRI¿s recently. It was reported that the patient had gone into the emergency room saturday night (2013 (B)(6)). Patient had started to have withdrawal symptoms, including ¿nauseous, vomiting, and increased pain.¿ it also indicated that the patient had missed refill date. Patient had been given IV and oral narcotics to help minimize symptoms, which had not been terribly successful. Patient also had ¿transdermal patches, 25mcg.¿ additional information reported that a pump replacement had been scheduled for 2014 (B)(6). It was confirmed that no motor stall recovery had been noted. The pump was delivering bupivacaine 15mg/ml at a rate of 5.253 mg/day and dilaudid 10mg/ml at a rate of 3.502mg/day